Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cannot secure cutter" was not confirmed. Reliability engineering evaluated the device, and the reported problem could not be confirmed or duplicated. The unit was tested and found to meet all specifications, and no problems were observed. A cutting bur was able to be inserted and locked into the motor without issue. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the cutter of the device could not be secured. It is known that the device was not used in surgery. It is unknown if injuries or medical intervention were reported. The date of the event is unknown. There was no additional information provided.